Event description:
It was reported that noise was observed. The pocket was opened; however, the physician could not find any anomalous behavior on the lead. A competitor device was explanted. It is believed that the noise was isolated to the device. The lead was capped as a precaution.

Manufacturer narrative:
No medwatch form was received.